Event description:
It was reported that during laparoscopic surgery on hepatic surgery, during the use of the automatic stapling/cutting device, the stapler had cut without stapling. The vessel was consequently split in two resulting in serious hemorrhage requiring laparotomy conversion by laparotomy to control the bleeding and repair the vessel. Emergency conversion control of bleeding.

Manufacturer narrative:
(B)(4). Batch # 569a67. Additional information was requested, and the following was obtained: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were there any issues with staple formation throughout the procedure? Were there any unformed staples seen at the completion of the firing cycle? Were there any staples at all? If present what did the staples look like? Was this the first attempted firing of the device or had this device been used on other firing prior to the one in question? Any unformed staples seen on completion of firing cycle? Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? What was the total estimated blood loss (ml)? 150cc was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? - in pre-op: no information can be provided - in post-op: dafalgan 500mg (3 capsules per day during 3 days) izalgi 500mg/25mg (3 capsules per day during 3 days) lovenox 4000ui (1 subcutaneous injection per day during 3 days) were there any issues with staple formation throughout the procedure? Were there any unformed staples seen at the completion of the firing cycle? Were there any staples at all? If present what did the staples look like? N/a was this the first attempted firing of the device or had this device been used on other firing prior to the one in question? First attempt. Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Yes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2022 d4: batch # 569a67 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.